Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components due to subsidence of the tibial implant.

Manufacturer narrative:
The reported event was confirmed since images of CT scans were provided and shows subsidence and loosening of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: subsidence and loosening of the tibial tray. Based on investigation, the root cause was attributed to a patient related issue. As reported by the sales representative, the patient fell and walked on operative foot right after the procedure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components due to subsidence of the tibial implant.